Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of stored electrocardiograms (egms) revealed the implantable cardiac monitor inappropriately diagnosed ventricular tachycardia as noise. Programming changes to more appropriately sense the ventricular tachycardia was recommended. No further information is available at this time.

Event description:
New information received notes the patient presented for a follow up in clinic. The physician reviewed programming recommendations but was satisfied with the function of the device and opted not to make any changes. The patient will be monitored. The patient was doing well and was in stable condition.